Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer was given gel, food, and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump was in a car accident and had a flashing display while still delivering insulin. The pump had physical damage and lost settings during a battery change. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was at 116 mg/dl prior to leaving the house and going low. The customer's car accident was due to the low.